Event description:
Received a copy of customer's maude report from FDA which states "girl with moya moya, kidney disease and developmental issue was housed in the pediatric ICU. Several crucial medications were being administered by alaris pump modules. The rn noted recurrent air alarms on the pump modules, despite the absence of air in the system and despite the rn cleaning of the sensor. Also module 2 gave recurrent :channel alarm" messages and failed. The rn had to replace 4 different pump modules in order to administer the medications. Module 3 also gave a "tubing occluded" message when the tubing was not, in reality, occluded. The rn removed the faulty equipment from use and notified (B)(6). The pcu was left in use to administer norepinephrine, which would not safely be stopped at the time."

Manufacturer narrative:
(B)(4). Conclusion code left blank - no available code for undermined or unk case. Ref associate reports: 2016493-2015-00199, 2016493-2015-00200. Pt info requested and all available info is included. The customer's report of recurrent air in line alarms was confirmed via log analysis but was found to not be reproducible during the investigation. The device event log indicated the ail setting was at 75 micro-liters with the accumulated ail feature enabled. The device recorded 6 occurrences of an air in line alarm between the time of 02:10am and 02:47am on (B)(6) 2014. Testing and inspection of the returned lvp device found no existing malfunctions and the ail to be detecting air within specification. The disposable set in use was not returned for investigation. The root cause for the customer's report could not be identified.